Event description:
The rptr received an er1 message when reinserting the same test strip back into the meter. He was instructed by a lifescan rep about the proper time sequence for test strip insertion.